Event description:
It was reported that during a routine follow up visit, this pacemaker system was observed to exhibit high out of range pacing impedances and loss of capture (loc) on the right atrial (ra) lead. The health care professional (hcp) called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, ts noted confirmed that the ra lead pacing impedance measurements were recorded to have been greater than 2000 ohms and had triggered a lead safety switch (lss). Ts also noted that there were two signal artifact monitor (sam) episodes that were recorded prior to the lss. Further review of the sam episodes showed minute ventilation (mv) chop noise that were oversensed on the ra lead and loc. Ts also noted that the power consumption appeared to be lower than expected. Ts discussed possible causes with the hcp and recommended further testing to be performed. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the helix was retracted with dried body fluid in the helix housing. A fractured anode conductor was observed about 256mm from the terminal end. The fracture characteristics are consistent with cyclic fatigue in or around the clavicle area. The reported pacing impedance high out of range, oversensing, noise, and high capture thresholds allegations are likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that during a routine follow up visit, this pacemaker system was observed to exhibit high out of range pacing impedances and loss of capture (loc) on the right atrial (ra) lead. The health care professional (hcp) called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, ts noted confirmed that the ra lead pacing impedance measurements were recorded to have been greater than 2000 ohms and had triggered a lead safety switch (lss). Ts also noted that there were two signal artifact monitor (sam) episodes that were recorded prior to the lss. Further review of the sam episodes showed minute ventilation (mv) chop noise that were oversensed on the ra lead and loc. Ts also noted that the power consumption appeared to be lower than expected. Ts discussed possible causes with the hcp and recommended further testing to be performed. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that the physician suspected the cause of the loss of capture (loc), high pacing thresholds and high out of range pacing impedances on the ra lead was possibly due to fracture caused by clavicular crush. A lead revision was performed, the ra lead was explanted and replaced with a new lead. The physician inspected the explanted lead and observed damage on the lead. No additional adverse patient effects were reported. The ra lead is expected to return.

Event description:
It was reported that during a routine follow up visit, this pacemaker system was observed to exhibit high out of range pacing impedances and loss of capture (loc) on the right atrial (ra) lead. The health care professional (hcp) called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, ts noted confirmed that the ra lead pacing impedance measurements were recorded to have been greater than 2000 ohms and had triggered a lead safety switch (lss). Ts also noted that there were two signal artifact monitor (sam) episodes that were recorded prior to the lss. Further review of the sam episodes showed minute ventilation (mv) chop noise that were oversensed on the ra lead and loc. Ts also noted that the power consumption appeared to be lower than expected. Ts discussed possible causes with the hcp and recommended further testing to be performed. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that the physician suspected the cause of the loss of capture (loc), high pacing thresholds and high out of range pacing impedances on the ra lead was possibly due to fracture caused by clavicular crush. A lead revision was performed, the ra lead was explanted and replaced with a new lead. The physician inspected the explanted lead and observed damage on the lead. No additional adverse patient effects were reported. The ra lead is expected to return.

Event description:
It was reported that during a routine follow up visit, this pacemaker system was observed to exhibit high out of range pacing impedances and loss of capture (loc) on the right atrial (ra) lead. The health care professional (hcp) called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, ts noted confirmed that the ra lead pacing impedance measurements were recorded to have been greater than 2000 ohms and had triggered a lead safety switch (lss). Ts also noted that there were two signal artifact monitor (sam) episodes that were recorded prior to the lss. Further review of the sam episodes showed minute ventilation (mv) chop noise that were oversensed on the ra lead and loc. Ts also noted that the power consumption appeared to be lower than expected. Ts discussed possible causes with the hcp and recommended further testing to be performed. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that the physician suspected the cause of the loss of capture (loc) on the ra lead was possibly due to fracture caused by clavicular crush. A lead revision was performed, the ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The ra lead is expected to return.